Manufacturer narrative:
(B)(4). Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify pump error alarm due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that insulin pump was turned off. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed self test. Insulin pump did pass self test. No harm requiring medical intervention was reported. The device was not returned for analysis.